Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime/ compromised force sensor and excessive no delivery test. No unexpected weak battery alarm noted. All operating currents are within specification. The off no power alarm function properly and passed self-test. No buzzing noises noted after pump was placed on suspend. No button error alarm noted. The pump has intermittent button response due to moisture damage on keypad traces. No cosmetic damage noted.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.(B)(4).

Event description:
The customer reported via phone call that the pump had a button error alarm, weak battery, and high blood glucose level. The blood glucose at the time of the incident was 181 mg/dl. The customer attempted to suspend the pump, when it alarmed button error. The customer state 181 mg/dl is high for her and does not have a backup plan. The customer declined trouble shooting for the high blood glucose and the weak battery. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.